Manufacturer narrative:
Device evaluation summary: the reported issue that the abnormal control did not provide correct results was verified during service. The service technician could not reproduce the quality control fail, but was able to observe that the difference from channel 1 and 2 was quite high. The issue was resolved by replacing the motor reagent, the floppy drive and the assy fan. Preventive maintenance was performed per specifications. Correction h6: updated the annex f codes additional info h6: updated the annex b and annex c and annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, the customer reported that the abnormal control will not provide correct results. The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.